Manufacturer narrative:
The investigation into high purge pressure has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the high purge pressure was most likely biomaterial. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21353.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported high purge pressure alarm occurred on impella cp. No kinks were found. The impella was reduced to p0 and restarted at p9 while motor current was monitored, and blockage was not cleared. Tissue plasminogen activator was added to the purge. After approximately 30 minutes, flows and pressures returned to normal limits. The patient survived the event.